Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor's electrode belt connector was broken free from the monitor case with severed wires, preventing the monitor from communicating with an electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt receptacle on monitor sn (B)(4) was broken from the monitor case. The last patient to use this monitor did not report any deficiencies.